Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the stent was missing. The target lesion was located in the left anterior descending (lad) artery. During preparation, there was very slight resistance when removing the 20x3.0mm veriflex stent delivery system (sds) from the protective hoop. Then when the protective sleeve was removed from the balloon it was noted that there was no stent on the balloon. The facility looked in the packaging and could not locate the stent, however they did see imprint/crimp marks on the balloon. The device was not used and the physician completed the procedure with another of the same. There were no patient complications and the patient's current condition is listed as "fine".

Manufacturer narrative:
Device evaluated by manufacturer- visual examination of the returned complaint device revealed that the stent was detached from the balloon and was not received for analysis. The balloon had not been subjected to any positive pressures. There was a clear impression on the balloon of where the stent had been crimped initially. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the stent was missing. The target lesion was located in the left anterior descending (lad) artery. During preparation, there was very slight resistance when removing the 20x3.0mm veriflex stent delivery system (sds) from the protective hoop. Then when the protective sleeve was removed from the balloon it was noted that there was no stent on the balloon. The facility looked in the packaging and could not locate the stent, however they did see imprint/crimp marks on the balloon. The device was not used and the physician completed the procedure with another of the same. There were no patient complications and the patient's current condition is listed as "fine".

Manufacturer narrative:
(B)(4)